Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the keypad was unresponsive. There was no moisture exposure to the insulin pump. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with down, esc and act buttons unresponsive due to corroded keypad traces. The insulin pump had cracked case at display window corner, belt clip slot, minor scratched display window and missing end cap sticker.